Event description:
It was reported that the patient was going for prophylactic generator replacement. It was also noted that the patient has had a slight increase in seizures. Per clinic notes, the risk factors for seizures include the patient's ear infection and possible vns battery "decline". The patient recently had an ear infection and had an increase in seizures during that time. The patient underwent generator replacement surgery on (B)(6) 2011 as they felt the battery was close to depletion. Explanted generator was returned to manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.